Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath lot# serial# unknown product type: catheter. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had mentioned that "1 time the line had kinked" (date month year asked unknown).  The patient stated this was previously reported and was resolved. No previous report was found.  No patient symptoms were reported.